Event description:
It was reported that on (B)(6) 2020, the patient underwent the total hip arthroplasty with the pinnacle procoat, the stem, the head and the altrx for the left hip joint at (B)(6) hospital in china. The surgery was completed successfully without any surgical delay. After the surgery, the patient visited (B)(6) hospital for discomfort. On (B)(6) 2022, the revision surgery was performed. The surgeon measured the cup with the CT before the surgery, and the cup was 50 degrees and had not moved that far. According to the surgeon, the sequence of the event is as follows. First, the lip of the offset liner was broken, and dislocation occurred. Next, the liner dislocated, and the ceramic head scratched and destroyed the cup. The wound was black due to metallosis. The surgeon removed the head, and the liner was taken off easily. The surgeon removed the cup with an explant tool. After removal, the surgeon inserted zb¿s dual mobility and a head. The head and the cup will be replaced with other company¿s cup. According to the surgeon, after destruction of polyethylene, the cup was broken by ceramic head. Next, dislocation occurred, and destruction of bone matrix floor was suspected. Since the primary surgery was performed in china two years ago, the details and the cause of the event are unknown. In addition, it is unknown if it is the strength of the offset liner or the polyethylene itself. The surgeon commented that the patient¿s young age and high level of activity is one of the causes. No further information is available. Doi: (B)(6) 2020; dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.